Event description:
Healthcare professional reported injecting a patient with 3 syringes of juvéderm® voluma® xc in the cheeks. Patient began to experience "swelling, warmth" in the cheeks five and a half months post injection. Hcp treated the patient with prednisone 40mg qd po x3 days the day of symptom onset. Hcp treated the patient again with prednisone 40mg qd po x3 days 5 days later. Five days later, the hcp treated the patient with "hyaluronidase injection 1cc (150u/cc= 300u total)". Symptoms resolved the next day.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.